Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented with increased ldh and power spikes. The site suspected pump thrombosis. The patient underwent a pump exchange on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was not confirmed through the evaluation of heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). Additionally, the report of power spikes could not be confirmed as no log files were provided by the account for review. A direct correlation between (B)(6) and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively determined. The account reported that the patient presented with increased lactate dehydrogenase (ldh) and power spikes. Pump thrombosis was suspected, and the patient underwent an hmii to hm3 pump exchange on (B)(6) 2020. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump nipple housing. Distal portions of the driveline were returned in three segments measuring approximately 6¿, 7¿, and 2.5¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 1.5¿ of the sealed outflow graft was returned detached from the outlet elbow. An additional section of graft material was also returned. The sealed outflow graft bend relief had been severed at its hardware and was returned attached to the sealed outflow graft attachment. The remainder of the bend relief material was returned. The bend relief collar was returned secured over the bend relief hardware with sutures. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2017. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturing analysis conclusion the report of suspected thrombus could not be confirmed through this evaluation. The patient ultimately underwent a pump exchange on (B)(6) 2020 and remains ongoing on heartmate 3 lvas, serial number (B)(6). The patient¿s previous pump, heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.